Event description:
It was reported that the patient underwent an anterior lumbar fusion at l5-s1 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. Consequently, the patient underwent additional imaging that showed that the patient had developed bony overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2003: the patient was pre-operatively diagnosed with l5-s1 instability with disc degeneration. Patient under went anterior l5-l1 discectomy with cage fusion, interbody cage fusion and bone morphogenic protein. As per op-notes, the reaming depth was 35 mm on the patients right and 32 mm on the patients left. The left cage was then placed after filling with bone morphogenic protein impregnated collagen. The right cage was then placed after filling this cage with bone morphogenic protein impregnated collagen. Extra bmp was then placed between the 2 cages, on the anterior surface of each cage and on the 2 sides.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.